Manufacturer narrative:
The product was not returned for evaluation. The user reported that the pod had fallen off which caused the cannula to come out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 using the pod 5 / page 42 warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose reached 15 mmol/l (270 mg/dl) and upon inspection it was noticed the pod had fallen off which caused the cannula to come out of the skin. The pod was worn for 56 hours on the leg.

Manufacturer narrative:
The returned device was evaluated and found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula, a failure of the pod to deliver insulin, or the reported high bg levels. The received device had the cannula assembly fully deployed. Investigation found no defects or deficiencies that would result in the device failing to adhere. Although the investigation found no evidence of any damage, the reported events could not be determined.